Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported concerns about their upper right front tooth tilting and now the left is tilting as well. The patient stated that they saw their orthodontist and they said that the way their teeth have been pulled together by byte aligners has caused accelerated tooth wear. Apparently, there is too close of an overlap between their top and bottom teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.